Event description:
It was reported that during routine follow-up, the atrial lead exhibited noise resulting in pacing inhibition. The patient was presyncopal and the noise was reproducible with arm movement. Clavicular crush was suspected. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well and no further complications occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis description: final analysis found rib clavicular crush damage noted at 26.3cm ¿ 26.5cm from the connector pin. This likely caused the reported complaints in the field.